Manufacturer narrative:
The device will not be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The device history record review was completed and the product passed without nonconformances. As part of the manufacturing process 100% of the units go through a visual inspection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device will not be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. (Insert DHR statement once completed) complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the vamp jr., it broke from within the drawing mechanism during a blood draw causing prompt change of arterial line set up. When pulling up on the vamp jr. Plunger, the plunger became detached from the tubing set and began sucking in air. There was no allegation of patient injury.